Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7136630.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. X-ray showed that the leads had migrated. The patient underwent a lead revision procedure and was doing well postoperatively. The leads remain implanted.